Event description:
The customer reported that a "generator overload" error displayed while using the cine function. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep removed and replaced the igbt snubber assembly, removed and replaced the x-ray tube, along with transferring the primary filter onto the new tube. He applied fresh hv grease onto the hv cable and completed a filament calibration, adjusted the collimator. The system is running as intended.